Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an operating room (or) staff reported repeated non-recoverable faults on universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and confirmed the fault. A hard power cycle was performed with the caller, but the fault persisted. The tse advised that table motion and targeting would be unavailable; however, the procedure could continue using three arms if the surgeon elected to proceed. The or staff planned to consult with the surgeon. At this time, it is unknown how the procedure proceeded.